Event description:
It was reported that device detachment occurred. The target lesion was diffuse lesion and located in a severely calcified proximal and middle section of the left anterior descending artery (lad). An opticross hd was advanced for an ultrasound examination of the target lesion. During procedure, it was noted that ivus (intravascular ultrasound) was used to determine the lesion. The front sheath of the ivus was fractured shortly after its delivery into the body. Then, the withdrawal was stopped immediately, and it was noted that the sheath had completely detached in the blood vessel. However, the detached portion of the device was then removed from the body with a small balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.